Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative was able to go on-site to evaluate the device. Function and visual testing were conducted. Visual testing revealed that the x-stage cover was bent and needed replacement. The part was replaced and the system checkout was successful. No further action needed.

Event description:
Medtronic received information regarding an imaging device. It was reported that the x-stage cover was damaged. This was observed outside of a surgical procedure. No patient involved.